Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture confirmed with MRI. The device remains implanted.

Event description:
Healthcare provider additionally reported "observations made during surgery" of "hole in radius (edge)". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right-side rupture confirmed with MRI. Healthcare provider confirmed. Healthcare provider additionally reported "observations made during surgery" of "hole in radius (edge)". The device has been explanted.